Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred at the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was not visually observed. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 200cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue and coagulated blood was present within the dialysate compartment and between both screw flanges and potting cut surfaces. During visual examination there were no broken fibers, kinked/looped fibers, or fiber fragments observed on the outer perimeter of the fiber bundle. Additionally, no cracks, damage, or irregularities noted to the complaint device. The dialyzer was subjected to a laboratory bubble point leak test; no internal or external leaks noted during this testing, possibly due to the coagulated blood at both ends of the dialyzer. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle identified a short fiber on the circumference of the bundle at approximately 330 degrees with the dialysate ports at 0 degrees. The inferior surfaces of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode of internal leak. Although laboratory testing was inconclusive as no leak was detected, visual examination of the fiber bundle confirmed the presence of a short fiber at the cavity ID end, which likely resulted in the reported blood leak. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber. As such, the reported complaint of internal blood leak was confirmed.